Event description:
It was reported that this pacemaker was oversensing electromagnetic interference (emi) and showed multiple supraventricular tachycardia (svt) and non-sustained ventricular tachycardia (nsvt) episodes in the logbook. Technical services (ts) reviewed and recommended the patient be contacted to understand the source of emi. This pacemaker remains in service. No adverse patient effects were reported.